Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage occurred. After pulling a 2.25 x 16 mm promus element plus stent out of the packaging and then out of the hoop, it was noted that the stent struts were flared. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Event description:
It was reported that during the preparation for a stenting treatment procedure, stent damage occurred. After pulling a 2.25x16mm promus element plus stent out of the packaging and then out of the hoop, it was noted that the stent struts were flared. The device was not used. The procedure was completed with another of the same device. No patient complications were reported and the patient status is fine.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Some of the struts on the first row on the distal end of the stent were raised up and misaligned. The balloon and the tip of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was kinked 20mm distal to the strain relief. Several smaller kinks were also noted along the length the shaft. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).